Manufacturer narrative:
This case for tempus pro sn# (B)(6) opened in error. Correct case is for a different device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device ECG cable broke in the ECG connection. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.